Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed episodes of noise on the ventricular rate/sense channel which resulted in pacing inhibition in this pacer dependent patient. The patient does not remember being around any specific equipment that could cause the oversensing. The events took place at different times during the day. The healthcare professional was unable to recreate oversensing real time with pocket manipulation and isometrics. The device sensitivity is currently programmed to most.,